Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/26/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system (model and serial numbers unknown); coolflow pump (model and serial numbers unknown); myostar (model# d-1211-20-si lot# 17133924m). (B)(4).

Event description:
It was reported that a patient underwent a stem cell procedure with a noga-star catheter and suffered ventricular tachycardia requiring cardioversion. During the procedure, ventricular tachycardia was confirmed via electrocardiogram. The patient¿s heart became more irritated and it became sustained so the patient needed cardioversion. Patient was reported to be in stable condition at the time of complaint report. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a stem cell procedure with a noga-star catheter and suffered ventricular tachycardia requiring cardioversion. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Electrical, carto, deflection and coil tests were performed and system passed all specification. No error was found; catheter is working properly. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint was not confirmed.